Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and the helix would no longer retract . It was also reported that the right ventricular (rv) lead dislodged and exhibited unstable thresholds. The ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.